Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: left mentor smooth round moderate profile 175cc saline breast implants, catalog number 3501620, lot number 6968829, and serial number (B)(4). (B)(4).

Event description:
.It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 175cc saline breast implants that the right side deflated after implantation. As a result patient underwent bilateral removal and replacement with right, catalog number 3503290, lot number 7528838, serial number (B)(4) and the left was replaced with; catalog number 3503290, lot number 7528838, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
On 06/18/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.2 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/24/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).